Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient underwent a vt ablation procedure on (B)(6) 2014. Ra lead confirmed dislodged under fluoroscope. This lead was capped and replaced on subsequent procedure (B)(6) 2014.